Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using two prostyle devices after an interventional percutaneous transluminal angioplasty procedure with a 6fr sheath. Reportedly, after removing the plunger there was no suture visible for both devices. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information, the investigation determined that the reported needle to cuff miss and subsequent treatment appears to be related to circumstances of the procedure. In this case, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported cuff miss issue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d4 - model #, catalog #: updated from unk prostyle to 12773-02. D4 - lot #: updated from unknown to 4103141. D4 - primary UDI number: updated from unknown to (B)(4). D9 - device available for evaluation: updated from ni to yes.